Event description:
In june 2006 the lay user/patient contacted lifescan alleging that his new one touch ultrasmart meter had a broken seal and cracked display. It is unk when the pt purchased or received the meter. The pt alleged experiencing symptoms of frequent unrination, blurry vision and other symptoms the pt considered as "classic high glucose signs" during the time of concern. He attempted to test; however, he was unable to obtain a blood glucose result. He went to the ER, where he was tested at 410 mg/dl and received insulin treatment. It is unk if the pt had tried to use the meter prior to the event or if the patient first attempted to use the meter after experiencing symptoms. The customer care advocate verified that he had not caused any trauma to the meter. The meter, test strips, and control solution were replaced. The senior medical affairs specialist attempted to reach the pt to obtain/verify information; however, he was unwilling to provide any further information. It would have been helpful to know when he purchased/received the meter, when he developed symptoms, when he attempted to first test in relation to the onset of his symptoms, his medication regimen, if he had a back up meter, and other possible health conditions. This complaint is being reported due to the following conclusion: the pt alleged a cracked display, was unable to test while experiencing symptoms of hyperglycemia, went to the ER, and received insulin treatment for a blood glucose result of 410 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.